Manufacturer narrative:
Upon receipt, the device was electrical analyzed. During initial interrogation the programmer displayed a warning message indicating a software corruption. Therefore, the pacemaker's memory content was analyzed revealing an invalid memory content. The device was operating in the safety backup mode as a result of the detection of invalid memory content. By design, the pacemaker performs self-checks. In general, the device is equipped with the ability to detect invalid memory content. However, in the case of invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to assure the patients safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. Upon interrogation a device status error message appears to notify the physician. However, the activation of the safety backup mode does not indicate a material or manufacturing problem. This is supported by the fact that after a manual correction of the invalid memory areas, the ram application was operating as expected. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. In summary, the analysis revealed an invalid memory content leading to the clinical observation. After a manual correction, the device was operating as expected. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. There was no indication of a material or manufacturing problem. In summary, the device is fully functional. There was no indication of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 64 months an error code was reported during follow-up. The heart rhythm was at 90bpm during magnet application. The safe program was transmitted, but intermittent loss of capture was observed. No adverse patient side effects have been reported.